Manufacturer narrative:
On an unreported date, ¿several months ago¿, the patient experienced bacterial peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies and routes not reported). On unreported date(s), dianeal therapy was temporarily discontinued due to the event and the patient began treatment with hemodialysis (hd) for approximately one month. On an unreported date(s), the patient returned to dianeal therapy via pd, the peritonitis was resolved, and the patient was recovered from the event. No additional information is available.